Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported multiple cases of diffuse lamellar keratitis (dlk) grade I or ii post lasik procedures. Reporter indicated the majority of the cases were subclinical (patient without symptoms), and some dlk grade I and ll, unilateral presentation on different days. Additional information has been requested.

Manufacturer narrative:
At the visit on site the field service engineer (fse) replaced the laser head and verified the system successfully according to company specifications because fundamental energy was below limit. After exchange of the laser head twelve (12) diffuse lamellar keratitis (dlk) cases were reported. Laser head was not returned to the investigation site for evaluation as the replacement is not related to the dlk cases. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No treatment data and logfiles were available for this reported event. However, this complaint belongs to a cluster of 12 complaints for this serial number. All reviewed logfiles show energy settings were within the recommended arrangement of pulse energy. However, after decrease of energy settings from 0.60j down to 0.55j no further dlk cases were reported. Local clinical application specialist (cas) visited the site and states that dlk is a known side effect/complication of the lasik procedure. Energy and separation settings used during the flap cut showed differences compared to common settings (different bed- side- and canal cuts require more time for re-alignment between the steps). The contribution of the setting used to dlk is possible, but likely, are affected at the periphery and corneal bed. The local cas has been informed to reduce the energy and increase the separations. The total energy delivered during the cut could cause dlk but is less likely in this case. The appearance of dlk is not with immediate effect and sporadic, directing to other contributing factors. No technical root cause was identified. The root cause cannot be determined conclusively. Potential contributing factors to the reported issue may be the settings used as different bed- side- and canal cuts require more time for re-alignment of energy between the steps. The manufacturer internal reference number is: (B)(4).